Event description:
It was reported that the patient's vitals are not connecting to monitors nor the central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and performed a reboot. The system came back online after the reboot. The device was confirmed to be operating per specifications after the reboot was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.